Event description:
It was reported that the physician was attempting to treat a lesion in the proximal popliteal artery. It was reported that the physician was unable to open/close the cutter in order to cut the lesion. It is reported that this occurred after 1 pass and that the issue was observed after cleaning. The procedure was completed with a second hawkone device. Evaluation summary: the hawkone device was received for evaluation. No damages were observed to the hawkone device which would inhibit the movement of the cutter. The distal assembly was inspected under microscope and a tear/hole to the tecothane layer of the distal assembly was identified. The tear/hole was parallel with the stainless steel coils. The thumb switch was successfully able to be retracted completely into the cutter window and the cutter was able to enter the distal assembly lumen with no resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.